Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 procedure the surgeon drilled for a 1.6 x 7 cortical screw. Upon implanting the screw through the plate the head of the screw broke off. Additional information obtained 1/19/21: procedure was a metacarpal fracture. The lot number of the screw is unknown. All pieces of the screw were fully retrieved and accounted for. The surgeon kept the remaining body of the screw in the patient and continued to drill and fill the plate.

Manufacturer narrative:
It was reported that the screw broke during the procedure. The reported event is confirmed upon investigation of the returned picture. The picture provided shows an unknown screw that has been bent, and fractured just below the head of the screw. Further evaluation cannot be performed since the product was not returned. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.